Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no audio from their mx40 device. The tachycardia alarm was seen by the monitor technician and the patient was attended to by the nursing staff. Since the issue occurred over 4 months ago, it is not clear if the patient required emergent care.

Event description:
There was no patient harm reported by the customer.